Event description:
It was reported that during a da vinci s prostatectomy procedure, while dissecting the right side pelvic lymph nodes, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed, causing a small hole in the patient's right iliac vein. The surgeon repaired the affected area intra-operatively with a suture stitch and was able to complete the planned surgical procedure with a replacement monopolar curved scissors instrument and mcs tip cover accessory.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(6) 2012, isi followed up with (B)(6) and the risk manager reported that the patient's hospitalization was not prolonged and to the best of her knowledge, the patient has not returned to the hospital due to any post-operative complications.